Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) stated that the device was not seated right. The patient also stated that the battery's life kept losing a year and now the device was programmed to higher output. Patient spoke with physician and discussed about replacement of battery. The crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the device's battery had two and a half years remaining. It was noted that the device was programmed to velocity vector imaging (vvi) and patient had chronic atrial fibrillation (af). Furthermore, the right atrial sensitivity was at the highest point. The patient initiated transmission with no notable events. No action plan was taken. No adverse patient effects were reported.